Manufacturer narrative:
The data shows sigmoidal curves and is consistent with all three runs. No abnormalities were observed in any of the controls. Overall, the results appear to be true positive results. The observed discrepancy may be due to differences in technology, sensitivity, and/or specificity between the assays. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the analyzer is (B)(4). The investigation is ongoing. Full e1 initial reporter establishment name:(B)(6).

Event description:
There was an allegation of a questionable cobas® egfr mutation test v2 assay result for a patient sample tested on the cobas z480 analyzer. (B)(6) 2026: egfr exon20ins - mutation detected (B)(6) 2026: egfr exon20ins - mutation detected (B)(6) 2026: egfr exon20ins - mutation detected the sample was repeated on two other methods, amoy and idylla, and no mutation was detected.